Event description:
It was reported the patient started to hear the pump alarm a day or two ago, but it was not sure what it was. The patient had fire alarms and when the battery got low, it made a beep near the phone or beeping verizon tones. The last few days and last night the patient was studying and thought it may have been the pump alarm. A refill was scheduled during a snow day on (B)(6) so the pump was not refilled. A refill was scheduled for 1:30 on the date of this report. The system was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).